Event description:
User facility mandatory medwatch received that indicated, "when the nurses have to give a med that is not compatible with the pca med, they clamp that med for the duration of the other infusion and then, when the infusion is completed, they release the clamp and restart the pca infusion. The nurses usually use the pca tubing clamp (slide clamp), which is a small white clamp on the tubing. This is not easily seen and can be missed or forgotten." Additionally the report stated, "both the failure to recognize that the tubing is still clamped as well as the alarm failure have occurred multiple times on more than one pump. The nursing staff is going to switch to using bright blue hemostats to clamp the lines. Hospira has been notified of the alarm issue." Upon further query, the customer contact indicated a general report of an unspecified number of undocumented incidents of pumps not alarming when the pca tubing sets were clamped distal to the pumps. The pumps were being used to deliver unspecified pain medications. The customer contact indicated that the nurses were clamping the pca tubing sets to administer medications that was not compatible with the unspecified pain medications. After unspecified lengths of time, the nurses noted that the pca tubing set was still clamped; however, it was reported the pumps did not alarm. There were no reports of any adverse pt events and no reported delays of critical therapies while the pumps were in clinical use. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The devices were not isolated or identified by serial numbers and will not be returned for investigation; therefore, attribution of the issue to the devices could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).